Event description:
The pt was seen at the programming center for device evaluation. The pt reportedly had been hit in the head with a wooden 2" x 4". Testing performed indicated that there was intermittent link and measurements on some electrodes were out of normal range. External equipment was replaced. It was noted that there was visible bruising and swelling around the implant site. The pt was seen at the implant center for further evaluation. Testing conducted at the implant center confirmed that the device was no longer functioning. Revision surgery was scheduled. The pt was reimplanted with another clarion device.